Manufacturer narrative:
(B)(4). Batch # n5694x. Additional information requested and received: what were the indications for surgery? Laparoscopic nephrectomy. What color cartridge was being used? The team didn¿t remember. Were clips being used in vicinity? Yes, metallic. What structure was device being fired on? Right venal rein. Please describe troubleshooting steps taken to open device. After insulating the vessel, they positioned the stapler. After activating, the stapler got stuck and it didn¿t open anymore. Was the procedure laparoscopic or hand assisted? Entirely laparoscopic procedure. Was procedure for right or left side? Right side male patient. Did the device staple and fire completely? Yes. What is the current patient status? Good condition, already discharged from the hospital the analysis showed that the ats45 device was received with no apparent damage and with a reload loaded in the device. The reload was received partially fired, with the reload lockout spring damaged and damaged in the cartridge deck as if it was clamped over a hard object. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed as intended. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Additional information requested but unavailable: what were the indications for surgery? What color cartridge was being used? Were clips being used in vicinity? What structure was device being fired on? Please describe troubleshooting steps taken to open device. Was the procedure laparoscopic or hand assisted? Was procedure for right or left side? Did the device staple and fire completely? What is the current patient status?

Event description:
It was reported that during a nephrectomy procedure, the stapler didn't open once activated. A conversion to an open procedure was necessary.